Event description:
It was reported that 19 days following a coronary drug eluting stenting treatment procedure, the pt experienced a hypersensitivity reaction. The pt had taxus express2 drug eluting stent implanted into the circumflex artery in 2004. The pt was placed on plavix post procedure. About three weeks later the pt presented with severe hives all over their body; pt was admitted to the hosp. The pt was treated with steriods and was to be evaluated by an allergist. The pt was later discharged from the hosp. It was also noted that the pt had previously had a bare stent placed in 1999 and was placed on a plavix regimen. Approximately 30 days following the implant, the pt suffered itching problems.

Event description:
Multiple attempts to obtain additional info have been unsuccessful.